Event description:
Consumer purchased tape and applied it under left and right arms (below the arm pits) and breast area. After less than 3 hrs of wear, the consumer noticed what they initially thought was sweat under the tape. Consumer removed tape and as they did, their skin was removed and pus started to come out of the damaged skin areas. Skin was swollen. Consumer was in pain and sought medical attention. The doctor prescribed four types of medication: keflex, atarax, prednisone, and lortab. They also applied bacitracin zinc ointment on the wounds before bandaging all four areas up.

Manufacturer narrative:
Consumer complaint did not state reason as to why first aid was applied to skin. It is unk if the skin was compromised prior to applying. Product is labeled hypoallergenic, latex free materials, dermatologist tested. Ideal for water related activities - stays on when bathing or swimming; exercising -sticks to sweating skin; preventing new or protecting existing blisters; securing gauze. Mfg site of tape: 3m (B)(4).